Event description:
04/16/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent removal of intramedullary nail (im nail) with exchange nailing of the right tibia due to non-union. All hardware was removed completely. None of the hardware was broken. The medullary canal was prepped for a larger tibial nail. A 10x360 mm tibial nail was implanted and locked dismally and proximal. Original implant date was on (B)(6)2015. It is unknown if there was a surgical delay. The patient was stable upon completion of the procedure. This complaint involves nine (9) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: htn date of explant: (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of intramedullary nail (im nail) with exchange nailing of the right tibia due to non-union. All hardware was removed completely. None of the hardware was broken. The medullary canal was prepped for a larger tibial nail. A 10x360 mm tibial nail was implanted and locked dismally and proximal. Original implant date was on (B)(6) 2015. It is unknown if there was surgical delay. Patient was stable upon completion of the procedure. This complaint involves nine (9) devices. This report is for (1) 5.0mm ti dual core lckng screw t25 stardrive 50mm f/im nails. This report is 2 of 9 for (B)(4).